Manufacturer narrative:
During investigation for an unrelated event there was a reportable malfunction. The ECG "a" electrode was shorted. The belt was unable to complete a falloff test. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
During investigation for an unrelated event there was a reportable malfunction. The ECG "a" electrode was shorted and unable to complete incoming functional testing.